Event description:
It was reported that the handpiece dripped oil during a procedure and that the sterile field had to be re-draped. There was no report of adverse consequences and the procedure was completed without further incident.

Manufacturer narrative:
Component failures (driveshaft failure and broken gearshaft teeth) and extreme corrosion were noticed throughout the handpiece. The handpiece had not ever been in for service. The corrosion likely stems from improper sterilization procedures at the account. The IFU includes proper sterilization and service recommendations.